Event description:
It was reported that during a fistula declotting procedure, balloon deflation difficulties occurred. The stenosed lesion was located in the proximal subclavian vein. Following predilation with a 4.0x4.0mm balloon, the 2.0x8.0mm peripheral cutting balloon was inflated 3 times successfully to 8 atms. On the 4th inflation, the physician was unable to deflate the balloon and retract the blades. A chiba needle was used to pop the balloon percutaneously and the balloon was removed without injury to the patient. There was a 15 minute delay of procedure. A 4.0x4.0mm "plasty" was done to complete the procedure. No patient complications were reported and patient status was listed as okay.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device found that the returned balloon showed evidence of being inflated with blood in the balloon and shaft. The shaft was stretched for a length of 15mm, 485mm-500mm from the distal tip of the device, causing the outer to neck down on the inner lumen restricting the inflation/deflation path. A microscopic examination of the proximal bond observed no damage. There was no damage noted to the balloon. A clear inflation/deflation path was evident at the proximal bond. The device was attached to an encore inflation unit and an attempt was made to inflate the device to its rated burst pressure (rbp). The device could not be inflated due to the stretching in the shaft. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a fistula declotting procedure, balloon deflation difficulties occurred. The stenosed lesion was located in the proximal subclavian vein. Following predilation with a 4.0x4.0mm balloon, the 2.0x8.0mm peripheral cutting balloon was inflated 3 times successfully to 8 atms. On the 4th inflation, the physician was unable to deflate the balloon and retract the blades. A chiba needle was used to pop the balloon percutaneously and the balloon was removed without injury to the patient. There was a 15 minute delay of procedure. A 4.0x4.0mm "plasty" was done to complete the procedure. No patient complications were reported and patient status was listed as okay.